Manufacturer narrative:
Internal report # (B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 259 mg/dl. The customer's expected fasting blood glucose test result range is 97 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 353 mg/dl and 361 mg/dl using . The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2016. The customer stated is taking medication to control the diabetes (pill form). The customer stated has not made any recent changes in the diet, exercise regimen, or medication. The meter memory was reviewed for previous test result history (date/time not set correctly): 138mg/dl, (B)(6) 2016 05:15 pm, fasting: yes, 113mg/dl, (B)(6) /2016 05:29 pm, fasting: yes, 164mg/dl, (B)(6) 2016 07:03 pm, fasting: yes, 141mg/dl, (B)(6) 2016 08:25 pm, fasting: yes and 259mg/dl, (B)(6) /2016 02:00 pm, fasting: yes. Memory concerns:the customer is concerned about these results 164 mg/dl on (B)(6) 2016 @ 7:03 pm and 259 mg/dl on (B)(6) 2016 @ 2:00 pm . The customer is testing twice a day (fasting). The customer stated that has not setup the date or time (wrong date/time).